Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to high blood glucose close to 600 mg/dl. Customer symptoms were not feeling well, light headed, dizzy, and nauseous. Customer was not an accident. Customer stated she had inserted the infusion set incorrectly. Customer reinserted a new set but customer's daughter wanted her to go to the hospital since blood glucose was high. Customer declined troubleshooting. No further information reported.